Event description:
On (B)(6) 2013, the reporter contacted animas, alleging difficulty reading the display screen on the subject pump due to dim/fading. It was reported that the contrast was set to 10 with no improvement. The information provided also indicated that the dim/fading display was observed about a year and gradually getting worse. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/07/2013 with the following findings: evaluation revealed that the pump booted to the verify screen with dim pink contrast. Evaluation revealed the lens was scratched. The keypad was found to be worn.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.